Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced weakness and shortness of breath. The patient reported the battery of the implantable pulse generator (ipg) depleted earlier than expected. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.